Event description:
It was reported that the pump did not appear to charge, and support determined the pump had been placed on the charger incorrectly; the pump charged properly after correct placement, and a backup charger was dispatched as a precaution. Symptoms included no patient injury or physiological effects. Outcomes included no clinical impact and no need for medical care. Investigation included user education and functional verification of charging after correcting setup. Investigation of this case revealed user setup error consistent with improper alignment on the charger, with no device or component malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user error.